Event description:
(B)(6) 2025 (B)(6) (rep, hcp): information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient who had spinal procedure with grafton. It was reported that patient got a post operative infection. There were no further complications reported regarding the event. (B)(6) 2025, email: additional information received. Patient was readmitted on (B)(6) 2025 and had drain placed in fluid collection by interventional radiology. There were no patient complications because of this event apart from infection. Type of surgery was image guided l4-5 transforaminal lumbar interbody fusion with mazor robot. Date patient developed symptoms: (B)(6) 2025. Patient reported fever of 100.3, wbc 11.4. Description of wound site: there were 3 longitudinal incisions, 1 midline and 1 on either side of the spine. The left-sided incision had an area about 2 cm in diameter with mild palpable fluctuation, some overlying erythema, and very slight warmth to touch. Dates of hospitalization: (B)(6) 2025. Tissue was not explanted. Wound site cultured for aerobic and anaerobic organisms and fungi on (B)(6) 2025. Results are body fluid culture, lumbar MRI, u/s guided lt lumbar postop fluid collection drainage, sinus fistulogram. Current health/status of patient: discharged home with outpatient infusion for antibiotics. (B)(6) 2025, update received (email, rep): email received from rep stated that the midas for mazor could be the issue causing the infection.

Manufacturer narrative:
Corrected the information in section b3 and b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure, an image guided l4-5 transforaminal lumbar interbody fusion (tlif). It was reported that there was a concerning increase in spine surgical site infections (ssis) associated with the guidance system robot and it was suspected that the midas for mazor could be the issue. The infection rate had tripled compared to fiscal year 2024, with seven fusion infections reported in fy2025, five of which involved procedures utilizing the guidance system robot. It was noted that the instrument was not properly cleaned after sterilization, as observed using a borescope down the cannula inserter. In response to these findings, the use of the guidance system robot for spine surgeries was temporarily suspended effective may 19, 2025, while further investigation and mitigation efforts were undertaken. It was noted the patient was discharged home with outpatient infusion for antibiotics. The patient reported a fever of 100.3 and their white blood count was 11.4. There were 3 longitudinal incisions, 1 midline and 1 on either side of the spine. The left-sided incision had an area about 2 centimeter (cm) in diameter with mild palpable fluctuation, some overlying erythema, and very slight warmth to touch. The patient was hospitalized from on (B)(6) 2025.

Manufacturer narrative:
H3: no conclusion can be drawn as the device was not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.